Manufacturer narrative:
Date of event is an unknown date in 2019. A product investigation was conducted. Visual inspection: the evaluation has shown that the outer diameter of the received screw is damaged, there are clearly visible stress marks and there is a strong burr on top of the screw head. Dimensional inspection: checked dimensions with caliper per drawing: outer screw head diameter was checked and found to be damaged. Drawing/specification review: drawings were reviewed to verify the relevant dimension. Investigation conclusion: the complaint is confirmed as one hole is strongly deformed and therefore a proper fixation of the also deformed screw is not possible anymore. The evaluation has shown that the blue anodized layer is worn away at the damaged screw head which shows that this was caused post-operative. This and the strong damaged hole at the plate (see pi-15778031617338686) let us exclude a manufacturing related issue at the screw. Based on the provided information the exact cause of this occurrence cannot be defined. The strong stress marks and the clearly visible burr on one side of the damaged plate hole are an indication for an excessive contact, either with a not correctly positioned and/or an excessive insertion angle of the drill bit or the screw. This contact caused the deformation of the plate and the screw head and finally the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an orthognathic operation (mandile) on an unknown date in 2019, the surgeon noticed that the screw went through the plate and did not stop at the plate surface as intended. A similar plate and screw from the same instrument set was used instead. The surgeon suspects that the hole in the plate was too big. Procedure outcome and patient status is unknown. During manufacturer's investigation of the returned device on (B)(6) 2020, it was identified that the outer diameter of the received screw is damaged, there are clearly visible stress marks and there is a strong burr on top of the screw head. Concomitant device reported: ti matrix curved sagittal split plate/6 holes/10mm bar (part # 04.511.403, lot #2l02711, quantity 1). This report is for a 1.85mm ti matrix screw self-tapping/6mm. This is report 2 of 2 for (B)(4).